Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were trying to insert sensor and there was blood at site. The customer's blood glucose was 45 mg/dl. The product was returned for analysis.

Manufacturer narrative:
Inspected one opened and used partial insertion needle and performed visual inspection and checked insertion needle for burrs or hooks and dull needle tip defects and found a hook at the tip of the insertion needle. Unable to confirm customer received needle in said condition due to customer returned opened and used.